Event description:
Medication was primed with 0.2 micron filter, while flicking the tubing to remove bubbles in the line the top pump segment (pls refer to package image/ labeling) snapped resulting in the medication to leak out of broken tubing.